Event description:
This lead dislodged the day after implant. On the following day, (B)(6) 2018, the lead was repositioned. The lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.